Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set had a missing part of the cannula prior to attachment. At the time of the event, her blood glucose level was 290 mg/dl. Moreover, on (B)(6) 2021, one of the patient's infusion set's tube broke. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.